Event description:
Reporter indicated that the site's handheld computer was freezing. It was later confirmed that the screen would freeze at the interrogation successful screen, which is a known issue with the handheld computer model that was having the issue. The event was not resolved with normal troubleshooting, and there is no info to date that suggests that the product will be returned for analysis.